Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Revision surgery on (B)(6) 2015 due to instability/dislocation. Insert was removed and replaced by 2 humeral spacers + eccentric humeral insert. Patient ID: (B)(6).

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.